Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No sample was returned for evaluation in this complaint, the lot number is unknown. Patient observed lots of air in all of the supply lines, the cause of the air is unknown, therefore, air in supply line was not confirmed. A root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a check heater line alarm that occurred on the home choice (hc) unit during fill 1. The cg stated there was a lot of air in all of the supply lines. The technical service representative (tsr) advised the cg to end the therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported.